Event description:
(B)(6) 2026: information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation. Patient mentioned their back wasn't bothering them a couple days ago so they thought maybe it would straighten itself out. Patient stated they would turn their stimulation up and down but nothing happened and they didn't feel anything and the stimulation was up to 10. Patient only had their stimulation a week or so and they might feel the tingling go off when lying down and they would let it down. Patient didn't get the stimulation no matter how high they set it to get to 'setting'. Agent redirected patient to their healthcare plan to address the issue. (B)(6) 2026: patient reports that cause of them not feeling their stimulation remains unknown. Patient reports initially that the first few weeks after implant therapy was ok at managing hip sciatica associated pain, but then, things began going downhill for them to the point that they adjust therapy up and down without feeling any difference or relief. They met for additional programming and was recommended trying a different therapy programming for a week but did not experience any relief. They report having tried multiple different groups, still without additional relief. They express that they feel like they will need to get their device replaced or something. Issue remains unresolved. Additionally, patient reports that they received a call from a manufacturing rep (she/her, name unknown) yesterday and were told by the rep that they would call the patient back for additional assistance but has yet to call the patient back. Recommended patient reconnect with manufacturing rep and hcp to further address this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.